Event description:
Caller reported tandem mobi cartridge alarm, but there was no impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had previously experienced similar cartridge alarms with the pump, and technical support confirmed cartridge alarm 34. The pump was under warranty, and the customer was informed about storage mode procedures before returning the pump. Technical support sent a replacement pump, instructing the caller to return the faulty device within 10 days using ups.